Event description:
It was reported that the patient did not have clinical compromise from the arrhythmia and it was preexisting to the ventricular assist device (vad). The patient has had implantable cardioverter-defibrillator (ICD) since (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow events; however, a specific cause for the events could not conclusively be established through this investigation. A direct correlation between (B)(6) and the reported event could not conclusively be determined. The controller event log file contained 97 low flow faults on (B)(6) 2021 20:01:18 through (B)(6) 2021 10:21:26. The flow dropped as low 2.2 lpm, below the low flow threshold of 2.5 lpm. Of these faults, only 26 lasted long enough to trigger a low flow alarm. The pump operated above the low speed limit for the duration of the file and appeared to function as intended. The controller periodic log file collected data once every hour. The log file revealed 2 low flow faults on (B)(6) 2021 08:00:17 and (B)(6) 2021 18:59:37 when the flow dropped as low as 2.3 lpm. 1 of the faults lasted long enough to trigger a low flow alarm on (B)(6) 2021. The pump operated above the low speed limit for the duration of the file and appeared to function as intended. The lvad event and periodic log files captured no alarms, and the device appeared to operate as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 lvas instructions for use (IFU) contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate 3 left ventricular assist system instructions for use lists potential adverse events such as cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, also lists cardiac arrhythmia as a potential late postimplant complication. The heartmate 3 patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented in clinic with caregiver for nurse visit and possible low flow software update. The patient reported about 30 red heart alarms. A physical assessment was provided. For neurology, the patient was a&o (aware and oriented) , no tremors. For cardio and respiratory the patient denies any current symptoms of palpitations, chest pain or lower extremity edema. No cough, no fever. The patient became extremely short of breath (sob) with any exertion (walking to clinic room / changing power source) but no sob noted or reported when sitting still. For gastrointestinal, no abdominal swelling, nausea or vomiting. The patient denies dark/tarry stools. Patient/caregiver report that driveline exit site is intact without redness, tenderness or drainage. Dressing is intact. The patient denies lightheadedness and (mean arterial pressures) map's at home have been running 80's. The patient was seen by (electrophysiology) ep last week for atrial flutter. Per wife, ep was unable to cardiovert and patient will always be in atrial flutter. The patient did not start amiodarone as ep said medication would not help. Patient reports urine is dark yellow to clear and no burning or pain with urination. The patient tries to drink 8 glasses of 8oz fluid intake / day. A log file review was requested. The log event log captured intermittent low flow alarms with high pi all through-out log. The estimated flow appeared to be fluctuating below the alarm threshold of the 2.5lpm. Most of these low flow events were unsustained (less than 10 seconds to trigger low flow alarms). These occur at times when pi is elevated. These seem to be physiological in nature. Otherwise, there were no other notable alarm conditions or parameter changes. The vad is functioning as intended. The patient was stable and at home. The patient did not have clinical compromise from the arrhythmia and it was preexisting to the vad. The physician requested 2.0 low flow software upgrade for this patient. Request completed successfully to both system controllers.